Event description:
The customer contact reported unrestricted flow. The device was programmed to deliver normal saline. No specific programming parameters were provided. After the therapy was initiated, the nurse noticed unrestricted flow and discontinued the therapy. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not completed.